Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare in 2007 that a customer had a problem with a needle. The customer stated that the doc was giving an injection into a childs leg and the child moved suddenly, and the needle broke off in the childs leg. The needle had to be removed surgically.